Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the surgical site was the right internal carotid artery ica c3. Two adverse events occurred. Adverse event 1: stenosis in flow diverter stent (stenosis rate: 51-75%) adverse event 2: parent artery stenosis (stenosis rate: 51-75%). Preoperative mrs on (B)(6) 2022: 2. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to now (ongoing) and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment.

Event description:
It was reported that after the subject stent implantation procedure at right internal carotid artery c3, there was stenosis in flow diverter stent (stenosis rate: 51-75%) and parent artery stenosis (stenosis rate: 51-75%). Preoperative mrs on (B)(6) 2022 was 2. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule - aspirin 100mg/day from (B)(6) 2022 to now (ongoing) and clopidogrel 75mg/day from (B)(6) 2022 to now (ongoing). No further information is available.

Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that after the subject stent implantation procedure at right internal carotid artery c3, there was stenosis in flow diverter stent (stenosis rate: 51-75%) and parent artery stenosis (stenosis rate: 51-75%). Preoperative mrs on (B)(6) 2022 was 2. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule aspirin 100mg/day from (B)(6) 2022 to now (ongoing) and clopidogrel 75mg/day from (B)(6) 2022 to now (ongoing). No further information is available.